Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 8709 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2011 product type catheter. Product ID 8711 serial# (B)(4) implanted: (B)(6)2006 explanted: (B)(6) 2011 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 additional information was reported. The patient¿s medical history included a stroke (prior to receiving baclofen pump, left-sided stroke resulting in persistent right upper extremity weakness and spasticity of right hemibody-rue [right upper extremity] and rle [right upper extremity] tone abnormal, rle [right lower extremity] muscle bulk abnormal); prior use of unspecified neuromodulating agents (for spasticity secondary to stroke, without reduction in spasticity, prior to pump placement); paralysis of right side body (due to stroke); and drug allergies to aggrenox cp12 (aspirin and dipyridamole ER), avelox tabs (moxifloxacin), and erythromycin tabs. Concomitant medications included baclofen at 10 mg every 6 hours as needed orally; unspecified digestive enzymes, 1 tablet 2x/day; docusate sodium at 100 mg, 2x/day; echinacea, 2 capsules 2x/day; fenugreek, 2 capsules 2x/day; grapefruit seed extract, as needed; hydrochlorothiazide at 25 mg, 1x/day; ibuprofen at 200 mg, 1 tablet, as needed; kelp, 1 tablet 1x/day; lutein at 6 mg, 1x/day; magnesium citrate at 100 mg, 2 tablets 1x/day; msm caps (dietary supplement), 1 capsule 2x/day; unspecified multivitamin, 1 tablet 1x/day; n-acetyl-l-cysteine at 750 mg, 1 capsule 2x/day; nattokinase, 1 capsule 1x/day; potassium at 99 mg,1x/day; an unspecified probiotic, 1 capsule 1x/day; red yeast rice at 600 mg, 3 capsules 2x/day; senna at 8.6 mg, 2 capsules 1x/day; vitamin d3 at 1000 iu, 1 capsule 1x/day; xanax (alprazolam) at 0.25 mg, 1x/day; and zoloft (sertraline hydrochloride) at 100 mg, 1x/day. It was reported that the patient¿s catheter had been revised in 2011 due to a catheter malfunction.

Event description:
It was reported that the patient experienced decreased therapeutic benefit due to presumed microleaks of the catheter. The drug infused via the device was baclofen (lioresal) 2000mcg/ml. No further information was available as...